Manufacturer narrative:
Analysis of the provided informations did not permit to establish the cause of the reported event. An update of the smartview version to 3.20 is requested, and it has resolve the issue since the tablet is able to interrogate normally and do not encounter freeze. The most probable hypothesis is that a software issue occurred, linked to the version 3.16 of smartview. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the tablet became unresponsive during interrogation and dispkay the error message "guiapp: an invalid argument was encoutered."

Manufacturer narrative:
Since the type of investigation has not been determined yet, results are not available.

Event description:
Reportedly, on (B)(6) 2025, the tablet became unresponsive during interrogation and dispkay the error message "guiapp: an invalid argument was encoutered."